Event description:
The physician's office reported that it is unsure if the vns programming system is working. No specific details were provided and troubleshooting was declined. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow up with the physician found that the handheld was working fine as of (b)(6 2013. The only problem was the battery in the wand needed replacement. After the battery was replaced, the physician was able to successfully interrogate and program the patient with no further issues.

Manufacturer narrative:
New information changes the suspect device.